Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. The reported problem (patient death) was investigated. As received, the monitor and belt passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor: 10/20/2015, belt: 06/12/2015.

Event description:
A us distributor notified zoll that a patient passed away on (B)(6) 2018 between 4:00am and 6:00am while wearing the lifevest. The patient was reportedly in the hospital at the time of the event. Further details surrounding the patient passing were not reported. Prior to passing, the patient received two inappropriate defibrillations. Per the available flag and download data, the device detected an arrhythmia at 05:23:01 on (B)(6) 2018 while the patient's rhythm was ventricular fibrillation (vf) with CPR artifact. At 05:23:30, the device released gel. The first treatment shock was delivered at 05:23:56 while the patient's rhythm was obscured by CPR artifact. The post-shock rhythm was asystole with intermittent cardiac activity. At 05:24:21, the second treatment shock was delivered while the patient was in asystole with intermittent cardiac activity. The post-shock rhythm was severe bradycardia at 15 bpm. The patient was in an idioventricular rhythm at 20 bpm at the time of the device shut down at 05:24:34 on (B)(6) 2018. CPR artifact contributed to the false detection. The response buttons were not pressed during the event.